Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration, rippling.

Event description:
Patient reported "rippling". Patient later reported "came out of place, really bad bottoming out, rippling, device laid down in armpit, and capsule which might still be in my body". This record is for the left side. Device was explanted and replaced.